Event description:
It was reported that this valve was explanted at implant due to mitral regurgitation. Intraoperative bleeding noted in left ventricle. Pt expired on an unk date due to non device related cause of death. No further info was provided.

Manufacturer narrative:
Explant eval pending. X-ray.